Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed along the body of the prowler select plus microcatheter; no damages were observed. The device was flushed with a laboratory sample syringe. After flushing, a lab sample enterprise system was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The enterprise system was able to pass through the entire length of the microcatheter without significant resistance, even through the distal portion. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The issue reported in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31130288) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00116 and 3008114965-2024-00117. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 31130288) and 4mm x 30mm enterprise 2 stent (encr403012 / 6610186) were delivered to the intracranial cavernous sinus segment after balloon dilation. The delivery wire of the enterprise 2 stent passed through the microcatheter tip, but the distal markers of the stent were impeded and were unable to pass through the tip of the microcatheter. After several attempts, the distal markers still failed to push out. The physician removed the microcatheter and the stent from the patient and tried to push the stent in vitro; it was found that the stent ¿could push normally,¿ and the physician switched to a new microcatheter (competitor brand) to deliver the stent in the patient again. However, the stent still had the same issue. It was reported that ¿finally, the physician removed the microcatheter and the stent from the patient and completed the surgery.¿ the procedure was prolonged by approximately 30 minutes. There was no report of any negative patient impact. On 05-feb-2024, additional information was received. Per the information, the patient is a 69-year-old male with a history of cerebral infarction, grade 2 hypertension and chronic gastritis. The information indicated that when the stent was removed, it was still on the delivery wire. Continuous flush was maintained in the prowler select plus microcatheter and in the new replacement microcatheter (rebar¿ 18 microcatheter (medtronic)). There was no damage noted on the prowler select plus microcatheter. The information provided clarification to the event description ¿finally, physician removed the microcatheter and stent from patient and completed the surgery¿ that no stent was implanted. The information indicated that there was ¿repeated interference with vascular operation, incomplete surgical treatment.¿ regarding the 30-minute procedure extension, ¿the physician suspected it was because if the stent can be successfully released, the treatment for the vessel at the lesion site is sufficient, this vessel is unlikely to be re-occluded, and the patient¿s symptoms are improved.¿ during the 30-minute procedure extension, the physician was attempting to release the stent at the target lesion site.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31130288) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Impediment of the enterprise2 stent in the microcatheter, or obstruction of the microcatheter, with loss of cerebral target position will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. In this case, the site was re-accessed in an attempt deliver the stent using a different microcatheter, which was unsuccessful. The procedure was completed without implanting a stent, resulting in treatment failure. Also, the event resulted in a 30-minute procedural delay which the treating physician felt was clinically significant and presented high risk for patient harm. Despite the reported information that ¿patient's symptoms are improved,¿ there may be procedural factors that are unknown based on the available information, and the treating physician is in the best position to assess any patient harm that resulted from the event. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00116 and 3008114965-2024-00117. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-feb-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00116 and 3008114965-2024-00117. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.